Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio performed unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power button on their device is not responding. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient involvement reported with the event.